Event description:
It was reported that this pacemaker exhibited premature battery depletion. A little over a month ago the approximate time to explant was greater than 11 years and now it is down to three and a half years. Data analysis was performed, and they found the power consumption is high and irregular. It was suspected it was due to radio frequency (rf) overuse. Additionally, there were several skipped daily battery measurements, which could be caused by interrupted telemetry activity. Troubleshooting was performed, and the patient moved the latitude communicator however, the rf overuse appears to be not resolved. Technical services discussed communicator location optimization. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. A little over a month ago the approximate time to explant was greater than 11 years and now it is down to three and a half years. Data analysis was performed, and they found the power consumption is high and irregular. It was suspected it was due to radio frequency (rf) overuse. Additionally, there were several skipped daily battery measurements, which could be caused by interrupted telemetry activity. Troubleshooting was performed, and the patient moved the latitude communicator however, the rf overuse appears to be not resolved. Technical services discussed communicator location optimization. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations premature battery depletion and other clinical observations coded to the CAPA 7209.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. A little over a month ago the approximate time to explant was greater than 11 years and now it is down to three and a half years. Data analysis was performed, and they found the power consumption is high and irregular. It was suspected it was due to radio frequency (rf) overuse. Additionally, there were several skipped daily battery measurements, which could be caused by interrupted telemetry activity. Troubleshooting was performed, and the patient moved the latitude communicator however, the rf overuse appears to be not resolved. Technical services discussed communicator location optimization. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.